Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the magic3 go intermittent catheters did not seem to have much lube on them, but the patient was not really sure. Per additional information received via follow-up on (B)(6) 2022, it was stated that the patient encountered a catheter that was not lubricated enough for the patient. Patient just added more lubricant by themselves.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect withdrawal speeds/ incorrect viscosity¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that some of the magic3 go intermittent catheters did not seem to have much lube on them, but the patient was not really sure. Per additional information received via follow-up on 29jun2022, it was stated that the patient encountered a catheter that was not lubricated enough for the patient. Patient just added more lubricant by themselves.